Manufacturer narrative:
The investigation of the picture was completed by the failure analysis lab on 10/21/2019. Device evaluation summary: according to the information received, it was reported a rupture in a breast implant. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received device photos for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Concomitant products: 800cc mentor siltex round high profile memorygel breast implant, catalog: 3544800, lot: 5540935, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 800cc mentor siltex round high profile memorygel breast implant experienced left sided silent rupture post procedure. Patient had a mammogram and an ultrasound (dates unknown) which confirmed left sided rupture. As a result, patient underwent bilateral removal and replacement with two 800cc mentor smooth round high profile memorygel breast implants r, catalog: 3508004bc, lot: 7747434, sn:(B)(4) , catalog: 3508004bc, lot: 7747434, sn: (B)(4) on (B)(6) 2019.